Event description:
It was reported that there was a separation between the twist sleeve and the main body of the twist clamp on a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use on the patient for about one month. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted a separation between the main body and twist clamp caused by broken occluder legs. The reported condition was verified. The damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.